Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the screen of the subject device was flashed and the screw inside of the subject device was loosen at the unspecified timing. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and found that the image on the subject device had a red vertical stripe interference wave when the subject device was turned on. It was also found that there was an abnormal noise (the internal screw falls off sound) when the subject device was shaking. And the interference wave fault was eliminated after the screw was installed to the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
After olympus medical systems corp. (Omsc) re-evaluated the malfunction, this is a reportable event. So omsc submit this supplemental report to provide additional information. Since the subject device was not returned to omsc, it could not be investigated. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the excessive vibration due to the transportation of the equipment with passing more than 6 years since manufacturing the subject device because the subject device was the loaner asset of the olympus china. If additional information becomes available, this report will be supplemented.